Event description:
The nellcor puritan bennett sales rep reported that during a demonstration of an infant star 950 ventilator device would intermittently stop delivering hfv pulses. The device continued delivering imv breaths as set. There was no pt injury as a result of the reported malfunction.